Event description:
It was reported that the patient presented with l3-4 degenerative disc disease, facet arthropathy and spinal stenosis. The patient underwent l3 to l5 transpedicular screw fixation and l3-l4 posterior facet and lateral spinal fusion using rhbmp-2/acs, local bone graft, corticocancellous chips, spinal implantable hardware and peek cage . Ten months post-op the implant dislodged / migrated. No further details were provided. Twenty-two months post-op the patient presented with moderate depression which was assessed as "not related." The patient's last follow up exam was performed at 22 months. Bone healing was assessed as healed/fused.

Manufacturer narrative:
Concomitant medical products: cd horizon implantable hardware, peek cage, rhbmp-2/acs, local bone, allograft corticancellous chips (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."